Manufacturer narrative:
The investigation was completed and due to no patient medical records or images being received, clinical evaluation could not be performed. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient. Due to no records, potential contributing factors are not able to be determined.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure with endologix devices at an unknown date. Subsequently, the patient had a follow up computed tomography on (B)(6) 2016 which showed evidence of a small endoleak. Patient was taken for intra operative angios which showed possible type 3a endoleak. That same day, on (B)(6) 2016, the physician implanted a suprarenal aortic extension to correct the leak. Patient is in stable condition.